Event description:
It was reported that in 2001 the patient underwent a laparoscopic right salpingo-oophorectomy performed for chronic right lower quadrant pain, post hysterectomy. On the 17th postop day, the patient presented with redness and oozing from incisions. Another physician diagnosed a suture reaction. Subsequently, 5 days later, purulent foul-smelling discharge from the incision was noted. The patient was treated with cipro. The suture was removed. 8 days later, additional suture was removed from left lower quadrant incision.